Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer completed check in and reported "very tight and hurts to take in and out. Teeth very sore. The most sore they have ever been and it's been 5 days with these aligners. No gaps on aligners but really cutting into tongue causing slicing and bleeding.".